Manufacturer narrative:
It is unknown if there was patient involvement. (B)(4). Device is an instrument and is not implanted/explanted. Facility phone number is unknown the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported the device was sent in for service due to being broken. The service technician identified the device was worn out and also noted it was broken. There were no injuries, patient user involvement or surgery delay or need for additional medical intervention reported. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the review of the service order form from the affiliate in (B)(4) indicates the device was sent in for service for the following: broken. Further to this the service technician identified the following: general, worn out and also noted broken equipment. The service technician noted the action taken as exchange, replacement. Functional testing has been performed in accordance with the service manual. The service technician identified the probable root cause as improper handling. The device was serviced and returned to the customer. (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.